Event description:
The patient reported that since yesterday afternoon she has had blood glucose readings from 200-500 mg/dl with her normal readings being 160-180 mg/dl. She stated she has experienced blurred vision, weakness and has felt sick to her stomach. She stated she boluses insulin to correct her blood glucose but her "blood glucose is not coming down like it is suppose to." She said she noticed white crystals along the adapter of her insulin infusion device when she was removing the infusion set tubing this afternoon. She stated the cartridge compartment does not show any moisture. During troubleshooting, it was discovered that the patient is not bolusing one unit after inserting a new infusion headset. The patient was advised to do so. The patient stated she has a health issue that has caused severe gastrointestinal issues. She also stated she has a significant amount of scar tissue. Troubleshooting did not find any issues with the product. Repeated attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.